Event description:
A customer reported undercorrected cylinder in the right eye at the one week post lasik visit. Patient has blurry vision that is ongoing. No additional procedures are planned at this time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).